Event description:
Customer reported patient experienced sub-dural hematoma following placement of james lumbar peritoneal shunt. Customer revealed they believe this is a dangerous product that they intended to notify the FDA. Believes that a closing pressure of 5-9 cm as indicated on the product insert is not adequate for this type of placement in the lumbar region because of the column height of the csf within the spine.